Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va218ds implanted: (B)(6) 2019 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the wire placement issue was determined. Based on notes from the office visit on (B)(6) 2020 , the lead placement was not located in an ideal position. When asked what steps were or would be taken to resolve the issue, they responded it was advised for the patient to try a new program, and if no improvement was seen, a lead revision would be discussed. The issue was not yet resolved.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are product ID: 3889-28, lot#: va218ds, implanted: (B)(6) 2019, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient's manufacturer representative had reprogrammed the device in september and it made a big positive difference. Their symptoms returned a month or two ago. They were not having anything close to a regular bowel movement. They were taking a medication that helped, but the medication affected the patient's balance and they had two really bad falls so they were no longer taking the medication. They were now taking a diarrhea medication and the device. Their symptoms were still a lot better than they were prior to getting the device. They had tried increasing stimulation and their symptoms got worse. Additional information was received from the patient on (B)(6) 2021. They reported that they had an ex ray and the x-ray showed placement of the wires was not ideal and the healthcare professional believed that adjusting the device would compensate for the less than idea placement of the wires. Device settings where changed and it made a significant improvement in patient incontinence but the improvement lessened over time . No further complications were reported/anticipated at this time.